Manufacturer narrative:
Device issue with inomax dsir# (B)(6) (complaint-(B)(4)). The device investigation was completed on 06/08/2015. Evaluation summary: inomax dsir# (B)(6) was returned to the MFR for service investigation. The regional service center (rsc) service log review confirmed the reported complaint of sample line/filter block (slfb) alarms, and the reported low no (nitric oxide) condition with low. No alarms and low o2 (oxygen) condition with low o2 alarms. Although the customer stated that the sample line may have been disconnected, there is no evidence to support or deny this activity by the customer. A further log review reveals that low calibrations had been performed as required. The last high o2 calibration and the last high. No calibration were performed on (B)(6) 2015 indicating both the o2 cells and no cells were operating with proper calibration at the time of the event. The rsc could not confirm the reported complaints of low o2 (reported 20% monitored while the ventilator was reading 80%) or low. (B)(4). The rsc investigation could not reproduce the low 02 or no readings. Additional service requests (inquiries) from the customer, bring attention to the hospital not understanding the use of the inoblender. The hospital was under the assumption that the dsir would display monitored values of the inoblender, which is not the case. The hospital's report of the monitored no value of 0 ppm is consistent with the dsir displaying 0 ppm. No and 20% o2 during inoblender use. The rsc investigation did not experience the reported slfb alarm. Inspection of the sample system did not identify any occlusions at the time of the rsc investigation, but did identify a loud sample pump that was replaced. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause for this incident was not reproducible. Erratic no monitoring and erratic 02 monitoring are currently not trending. This issue will continue to be monitored. Case comment: on (B)(6) 2015, this is a serious, post-marketing device report. A critically ill female infant with intra-uterine growth restriction and copious amounts of mucus and mucus plugs, intubated and mechanical ventilated in the intensive care unit, reportedly experienced oxygen saturation decrease below baseline and bradycardia during inhaled nitric oxide therapy. Note is made that the reported device issue was "resolved" 10-20 minutes before patient's events, and the reporter assessed that the patient's events were not related to either inomax or inomax dsir. The company is submitting this case as a preliminary medical device report due to the fact that the patient's events occurred after "resolved" reported device issue. Patient's underlying condition provides alternative etiology for the reported patient's events. The medical review will be updated accordingly pending completion of the investigation. July 1, 2015: the completed device investigation revealed no reproducible device failure. The observed "noisy sample pump" may not be considered a cause of the patient's oxygen desaturation and bradycardia. Consistent with the earlier assessment, the reported adverse events were likely attributable to the existing patient conditions, but not to any delivery system deficiency.

Event description:
Monitored nitric oxide and oxygen levels lower than set [device issue]. Pulse oximetry decreased to 60% (baseline 90%) [oxygen saturation decreased]. Heart rate dropped [heart rate decreased].

Event description:
Sample line filter block [device issue], pulse oximetry decreased to 60% (baseline 90%) [oxygen saturation decreased], heart rate dropped [heart rate decreased]. Case description: this device case report was received on (B)(6) 2015, from a respiratory therapist (rt) in the united states who called the company's customer care and technical services (ts) and reported second hand that a sample line filter block alarm had occurred with inomax dsir# (B)(4) which was resolved by changing the sample line and water separation cartridge without impact to the patient the rt reported that about 10 to 20 minutes after resolution of the sample line filter block alarm the patient decompensated. Additional information obtained on 11-may-2015 and 12-may-2015 is included in this report. Relevant medical history/co-morbidities: intubated (nos), mechanical ventilation (pb 840 and later hfov), intensive care unit, critical, intrauterine growth retardation (iugr), copious amount of mucus and mucus plugs. Relevant concomitant medication: not provided FDA use only on (B)(6) 2015, a female baby was born with iugr, was critical and was admitted to ICU. No further information was provided. No information was provided about birth weight, apgar score or the mother's/father's health. On an unspecified date, the patient was intubated (nos) and placed on a puritan bennett (pb) 840 ventilator with no ventilator settings provided. No information was provided if an echocardiogram was performed prior to starting inomax, but a chest x-ray was done with no results provided. At an unspecified time on (B)(6) 2015 inomax (cylinder serial number not specified) was started at 10 parts per million (ppm) via inomax dsir# (B)(4) due to low oxygenation (values not provided). No further information was provided. On (B)(6) 2015, inomax had been weaned to 5 ppm (monitoring 6 ppm) and the patient, who had copious amounts of mucus and mucus plugs, was suctioned several times (not specified). On the same day, a sample line filter block alarm occurred which was resolved by changing the sample line and water separation cartridge. There was no patient impact. Approximately 10 to 20 minutes after the resolution of the sample line filter block alarm, the patient experienced a decompensation. Her pulse oximetry dropped to 60% (baseline 90%) with an unspecified heart rate drop. No CPR (interpreted as cardio-pulmonary resuscitation) was performed. The oxygen on the ventilator was increased to 80% and inomax dose was increased to 10 ppm; yet the monitored oxygen value on the inomax dsir was 20% and monitored nitric oxide value was 0 ppm. The physician quickly began to manually ventilate the patient using a 100% oxygen wall source and no inomax. The patient's heart rate immediately increased (value not given) with pulse oximetry increasing back up to 90%. The patient recovered and was reported to be hypertensive (values not provided) after the event. The patient was then manually ventilated via the inoblender with inomax dose set at 10 ppm and 100% oxygen while the second inomax dsir (serial number was not provided) was set up. The patient was switched to high frequency oscillatory ventilation (hfov) and the replacement inomax dsir was set at 10 ppm. The patient remained on inomax at 10 ppm until (B)(6) 2015 when therapy was discontinued. In the opinion of the rt, the events of oxygen saturation decreased and heart rate decreased were not related to the inomax dsir delivery system or to inomax, but were likely due to copious amounts of mucus and mucus plugs. Case comment: 04-jun-2015: this is a serious, post-marketing device report. A critically ill female infant with intra-uterine growth restriction and copious amounts of mucus and mucus plugs, intubated and mechanical ventilated in the intensive care unit, reportedly experienced oxygen saturation decrease below baseline and bradycardia during inhaled nitric oxide therapy. Note is made that the reported device issue was "resolved" 1 0-20 minutes before patient's events, and the reporter assessed that the patient's events were not related to either inomax or inomax dsir. The company is submitting this case as a preliminary medical device report due to the fact that the patient's events occurred after "resolved" reported device issue. Patient's underlying condition provides alternative etiology for the reported patient's events. The medical review will be updated accordingly pending completion of the investigation.

Manufacturer narrative:
Device issue with inomax dsir#(B)(4) (complaint-(B)(4)). Inomax dslr #(B)(4) is under investigation. A supplemental report will be submitted within 30 days of completion of the investigation.